Event description:
It was later noted that the lead dislodged and was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead while lead impedance was stable. The patient reported falling down onto the same side as the implanted device. X-rays did not show any lead damage. The lead was revised. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.